Event description:
The customer reported that the cover fell off when he was positioning the tube crane.

Manufacturer narrative:
When investigation is completed, a f/u report will be sent to the FDA. (B)(4).